Manufacturer narrative:
(B)(4). Information unavailable.

Event description:
It was reported by the account that during laparoscopic cholecystectomy procedure the clips were scissoring when fired across artery and/or vein. A second device was pulled to complete the procedure with no patient consequence. The device was discarded.